Event description:
In 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Angioplasty was performed bilaterally within the iliac arteries due to the narrow vessel diameters and calcification. The trunk-ipsilateral leg component was placed on the right without complication. Prior to placing the first iliac extender component, angiography demonstrated a dissection in the left common iliac artery. Two iliac extender components were placed, resolving the dissection. Doppler demonstrated good pulse and the pt tolerated the procedure. Approximately one hour post-procedure, the pt complained of coldness in the left leg and was taken emergently to the operating room whereby an embolectomy was performed to the femoral-popliteal graft. The gore graft was completely patent and maintained with no thromboses or occlusion. The pt tolerated the procedure. No further complications have been reported at this time.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Other devices implanted: pxl161207 iliac extender component, pxl161007 iliac extender component.